Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer's multifunction cable and pads were not returned for evaluation. Review of the device log found indications that the device did not recognize if the pads were attached to the device, or the device was not detecting a valid patient impedance through pads. The r series operator's guide, 9650-0904-01 rev. Ya, advises, "prior to attempting synchronized cardioversion, ensure the ECG signal quality is good and that sync markers are displayed above each qrs complex." The clinical file from the event date is not available for review. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.